Manufacturer narrative:
Product UDI information has not been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient presented to clinic for disconnect of his therapy. The pump stated empty, but the bag was still full of medication. No patient injury was reported.

Manufacturer narrative:
No product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted., corrected data: h6: health effects.